Event description:
A customer reported that their blood glocuse meter was "getting readings in decimals". Customer stated he probably switched it accidently, while attempting to change the time setting. There was no report of death or serious injury or mistreatment associated with this product problem.

Manufacturer narrative:
The meter was returned for evaluation, at which time the unit of measure was found to be changeable. Investigation of similar reports have shown that partial memory overwhile, brought about in certain low battery situations, can cause meter settings (date and time, calibration, unit of measure and beeper settings) to revert to software default settings. The unit of measure for us customers is locked in mg/dl and when unlocked, default to mg/dl, the expected unit of measure.